Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the fenestrated bipolar forceps instrument would not grasp. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument grips open and close properly when inputs are manually rotated. The pitch down cable is broken at the distal clevis, likely breaking during tensile loading. The clevis does not have any burrs, therefore, the cable may have worn against the proximal clevis cable hole. Engineering also observed the distal end of the main tube has material removed. The damaged area is parallel to main tube axis and has a wear pattern consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.